Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited increased pacing thresholds and high out of range pacing impedances. The patient reported falling two months prior to the follow-up. No changes were made to the system at that time. At another routine follow-up, the pacing thresholds were further increased and the pacing impedances remained out of range. The physician has determined that the patient's current therapy needs are still being met and will continue to monitor the system. This rv lead remains in service. No adverse patient effects were reported.